Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. Both methods of simulating taking a reading by selecting start on the handheld screen and pressing the handheld keypad produced error 5. Evaluation of the compact flash in terminal per procedure (B)(4) revealed an incorrect operating speed setting. The value ¿5¿ was changed to ¿-1¿ and the error 5 did not reappear with either method of simulating taking a reading when the unit was rebooted after file edit. Based on the information provided and the investigation performed, the cause of the reported event was an incorrect speed setting on compact flash.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.